Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, left ventricular (lv) lead dislodgement resulting in an increased capture threshold was confirmed with diagnostic imaging. The suspected cause of the lv lead dislodgement was unique patient anatomy. Reprogramming was performed to resolve the event. The patient was stable.